Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose and believed it was due to over delivery of insulin. Customer's blood glucose was 40 mg/dl and was treated with food and glucose tablets. Customer believed that insulin pump was over delivering because blood glucose would remain low even after treating for low blood glucose. Troubleshooting was performed and insulin pump is expected to return for failure analysis.